Event description:
During a right colectomy procedure, the device stated making a humming noise. The tissue was cleaned, the blade was loosened and tightened and still cintinued to make the noise. Nother device was used to complete the case. No patient consequence.